Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a video was received showing a foreign body being released into the patient's eye. As the complaint product and the reported material were not recovered or returned for investigation, the customer¿s observation could not be confirmed. Based on visual review of the accompanying video, it cannot be confirmed whether this observation is due to a product defect, malfunction, or product nonconformity. There are no healon product raw materials (silicone emulsion, buffer solution, sodium hyaluronate) nor healon syringe component materials (rubber, plastic, glass cylinder, stainless steel), which could have generated this material find. Additionally, at the jjsv uppsala manufacturing site, the cannulas are not exposed to line operators and therefore it is assessed that cleanroom gowning (polypropylene, polyester) has not contributed to this issue. No probable cause has been identified through this evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog #: unknown, as product lot number was not provided. Section d4 - lot #: unknown/ not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI #: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1: (B)(4). Section h3 - the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the healon was inserted in the eye, a thread was seen in the patient's eye. There was a 10 minute delay in the procedure. No further information was provided.